Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported wireless signal/telemetry loss impacting 2 clinical floors of patients. Ni adverse event involving patient or user was reported.